Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump due to unexpected battery power loss, battery lasting less than expected, failed battery tests, pump error 30, pump error 63. The insulin pump passed self test, rewind, prime/seating, basic occlusion, force sensor, occlusion test and displacement test. Thus was utilized and downloaded trace/history files properly. Active current measurement and sleep current measurement failed due to moisture damage on electrical board 1, electrical board 2 and corroded battery tube. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Power management graph shows that the aa battery voltage lasts less than one week. Failed battery tests found on event date (B)(6) 2021 at the times 20:13:29 and 20:14:07, event date (B)(6) 2021 14:43:38 and 11:02:46, event date (B)(6) 2021 at the times 01:12:08.000, 01:12:27, 01:12:56 and 01:13:45, event date (B)(6) 2021 at the times 10:55:45 and 10:55:58 in the history files. Off no power alerts found on event date (B)(6) 2021 at the time 16:57:00, event date (B)(6) 2021 at the time 20:14:00, event date (B)(6) 2021 at the time 21:08:00, event date (B)(6) 2021 at the time 14:54:00. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device successfully downloaded to thus and carelink. Pump error 63 variable 9 was noted in the history download on the event date (B)(6) 2021 at the time 17:34:01 and on the event date (B)(6) 2021 at the time 10:54:18 due to broken trace pin1 on keypad assembly. No pump error 53 alarms noted during testing. However, the formatted history file confirmed pump error 53 alarm (line number 5632 file number 2005) on event date (B)(6) 2021 at time 15:13:35 due moisture damage to electrical board 1 and electrical board 2. No pump error 43 noted during testing, however, pump error 43 noted in pump history on event date (B)(6) 2021 between the times 19:50:22 and 19:51:37 due to corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing overlay, stained overlay, cracked overlay, cracked corner of belt clip rails, cracked battery tube, serial number label damage, scratched case, corroded battery tube and corroded home switch. Battery loss in less than a week confirmed in power management graph due to corroded battery tube. Failed battery tests confirmed in alarm history due to corroded battery tube. Pump error 30 not confirmed during testing or in alarm history. Pump error 63 confirmed in history files due to broken trace on pin 1. Pump error 53 confirmed due to moisture damage on electrical board 1 and electrical board 2. Pump error 43 confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and were able to rewind insulin pump. Customer performed displacement test and it passed. Customer performed self test but it failed and pump error occurred during the self test. Customer stated that insulin pump was not dropped or bumped. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.